Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right atrial (ra) lead. Diagnostic imaging was performed and damage to the ra lead was confirmed. No intervention was performed; there were no adverse consequences and the patient was stable and will continue to be monitored..